Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The instrument that was returned was a different lot number than what was initially reported. Isi has reached out to customer to attempt to clarify if the incorrect lot number was initially provided. The harmonic ace instrument that was returned was analyzed and found to have the curved blade broken at the base. A piece approximately 0.459" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding instrument could not be recognized was confirmed by failure analysis. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized indicating that the head pressure was too high. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, (isi) followed up with the initial reporter and obtained the following additional information: customer stated that they do not have the details to the event, and that a nurse informed them that the damage happened outside of a surgical procedure. There were no fragments, nothing fell into the patient and that all fragments were returned with the instrument. There weren't any post operative tests performed. There was no injury to the patient, and the patient has not returned to the hospital with any post-surgical complications. The procedure was completed robotically, using a back-up instrument of the same kind.